Event description:
It was reported that the device and two leads were being explanted due to infection. During the explant the nurse noted pocket stimulation that matched the programmed lower rate. Upon explant it was also noted that the atrial lead had an area with missing insulation. The device and two leads were removed and eventually replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead are in process; the results will be forwarded when available. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the proximal segment of the 5086 MRI lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut and there was apparent explant damage.